Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a caesarean section of the lower uterus under intra-spinal anesthesia. The incision was sutured layer by layer with absorbable sutures, and intradermal cosmetic suture. The dressing was changed every other day, and after 24 hours, the far-infrared radiation treatment was performed twice a day. Patient was checked on the 10th day post-operative and got discharged after. However, after 13 days post-operatively, the patient returned to the hospital. The incision was checked, and the left side had an about 1 centimeter dehiscence. The absorbable sutures were showed as strips, unabsorbed, and exposed. The incision site was cleaned, disinfected, and the unabsorbed sutures were cut off. On the 17th day, the patient had another follow-up and the incision was observed to healed well.